Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-00387, -00388, -00389 and -00390.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product. Based on the death certificate attached to the lawsuit, the decedent also experienced a cardiovascular event on (B)(6) 2012. The certificate of death was provided indicating the immediate cause of death was cardiac arrest and underlying causes were ventricular fibrillation and heart attack.